Manufacturer narrative:
Concomitant product : d224trk ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the left ventricular lead appeared to be fractured and there was high pacing impedance on the tip-to-coil and tip-to-ring pacing vectors, but in-range impedance on the ring-to-coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.